Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 298 mg/dl. No additional information provided.

Manufacturer narrative:
No unexpected button error alarms noted. Insulin pump was unable to perform displacement test due to unresponsive keypad. No button response on the act button due to corroded keypad traces noted. Insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)